Manufacturer narrative:
A software investigation was performed by abbott and the reported event of biventricular pacing occurring after the 2nd atrial nips delivery was confirmed by analysis of the freeze captures from the provided session records. The firmware delivered biventricular pacing after the second noninvasive program stimulation (nips) sequence as no ventricular event was detected prior to the expiration of the sensed atrioventricular delay started after execution of the mode switch to ddd mode. The firmware was performing per design.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that inappropriate pacing was observed after atrial noninvasive program stimulation (nips). The physician suspects a device malfunction since a backup pulse was not programmed on. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.